Event description:
The customer reported that the insulin pump had button error, unresponsive keypad, unexpected restart, low battery alarm and exposure to magnetic field. Customer stated that he had unexpected restart alarm and down arrow was not working. Customer's blood glucose was 121 mg/dl. Troubleshooting was done. Customer stated that the temp basal was not programmed before the unexpected restart alarm occurred. Customer's insulin pump alarmed motor error. Troubleshooting was done. Customer stated that the insulin pump was exposed to magnetic field. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power or low battery alarms. The pump had a motor error alarm during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor. The motor passed the motor test. The pump was received with intermittent button response due to an unlocked keypad connector on the lcd board. The pump passed the displacement, alarm and self tests. No unexpected error alarms were noted during testing. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked reservoir tube lip and a missing end cap sticker.